Event description:
User alleging sample contamination from the magna pure instrument causing downstream false positive cmv test results. If additional information is received, appropriate notification will be provided.